Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a problem with the cervical lead. Surgery may occur to fix or replace the lead. It is not currently known what the problem is.

Event description:
It was reported that the problem with the lead was identified to be high impedances. In turn, surgery occurred to explant and replace the lead, which addressed the issue.